Event description:
It was reported that the user experienced an insulin occlusion while using the contact detach infusion set, with blood glucose rising to 315 mg/dl and remaining elevated for a few hours until troubleshooting and a supply change were performed, after which insulin delivery resumed and glucose decreased to 189 mg/dl and trending down. Symptoms included fatigue. Outcomes included transient hyperglycemia without medical intervention, backup therapy, or ketone testing. Investigation included technical troubleshooting with the user, education on clearing the occlusion and filling tubing, and a supply change while reusing the tubing and cartridge to confirm insulin flow and resume delivery. Investigation of this case revealed that the occlusion resolved only after changing supplies and confirming flow through fill tubing. It was concluded that an infusion set occlusion occurred, resulting in hyperglycemia, and that device use was restored following supply replacement and user guidance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.